Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR number: 1627487-2017-002327. It was reported the patient experienced stimulation at a wrong location. As a result, the lead was repositioned on (B)(6) 2017. The issue was resolved. The patient has a scs system for off-label use. Both 3169 leads are being reported because it is unknown which one caused the issue.